Event description:
It was reported that a user contacted support while experiencing a blood glucose of 60 mg/dl and asked whether to announce an upcoming meal; the agent advised not to announce the meal and educated that the pump¿s automated insulin delivery will address postprandial increases if they occur. Symptoms included hypoglycemia. Outcomes included user education and resolution without alarms. Investigation included troubleshooting and education with review of user-reported glucose status and device behavior. Investigation of this case revealed no device alarms or malfunctions and no device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.